Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump had moisture damage and blank display. The customer's blood glucose was 106mg/dl. The customer made an attempt to bolus, but was unsuccessful due to blank display. Customer stated the pump display went blank immediately after pump was exposed to moisture. The customer was advised to discontinue use of the pump and revert to backup plan.